Event description:
One endeavor sprint rx drug-eluting stent was deployed to the 3rd obtuse marginal during the index procedure. A second other brand stent was deployed abutting this stent to treat a dissection. Post-procedure residual stenosis was 0% with timi 3 flow. There was a suspected mi during the index or re-pci procedure, categorized as a non q-wave mi in the territory of the target vessel. Event was identified by the clinical events committee and deemed to be consistent with an mi. Pt was discharged two days after the index procedure on aspirin and clopidogrel dosing. Pt was asymptomatic at 30 day, 6 month, 1 year and 1.5 year follow-ups. The investigator has not assessed the relationship of the suspected mi to the study stent, study drug or study procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: (myocardial infarction, dissection).

Event description:
Approximately 57 months post index procedure patient underwent a target vessel revascularization. Patient underwent balloon only treatment of the 3rd om. The investigator assessed that the event was related to the study device.